Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to fire straight at 47,646 joules of use. The procedure was completed using a second fiber. There was no damages to the pt.